Manufacturer narrative:
Analysis was performed by philips authorized repair facility which included visual and functional performance testing. The reported issue related to "sco2" was not able to be confirmed as this is not a function of the device; however, the device was evaluated for spo2 function. The results of the analysis indicate the device was functioning correctly with the test equipment. Based on the results of the analysis, the product malfunction was unable to be confirmed. As a precautionary measure, the front-end adapter board was replaced to resolve the issue in case the issue was intermittent. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on an intellivue x3 patient monitor indicating that the "sco2" is not working correctly. The device was in use on a patient at time of event, there was no adverse event reported. Additional information was requested to confirm the alleged issue; however, this information was not provided.

Manufacturer narrative:
Analysis was performed by philips authorized repair facility, and the front-end adapter board was replaced; however, philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on an intellivue x3 patient monitor indicating that the spo2 is not working correctly. The device was in use on a patient at time of event, there was no adverse event reported.